Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Please note that the suspect device was not returned for investigation; however, three (3) photos were provided of a syringe module device with a keypad laminate overlay from the front cover along the left side. The customer¿s report that the syringe pump had keypad lifting was confirmed through the provided photos. Customer provided sample photo only. No device was returned.

Event description:
It was reported that the screw on top of flange detector has rust. Photo attached. There was no patient involvement.